Event description:
A territory manager in (B)(6) reported that a m106 out of packaging showed an end of battery life message during impedance testing. Further follow up with the surgeon confirmed that electrocautery was used during the procedure; however, the surgeon claims that the vns device never came in contact with the electrocautery instrument. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Additionally, it was confirmed that the device was not manufactured with the laser routing process that left certain devices susceptible to premature battery depletion. The suspect product has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis on the generator was completed and revealed the generator reached an end of status condition previously, likely due to being exposed to an electrocautery tool during the implant process.

Event description:
The data download was provided from date of surgery. Further review of provided data confirmed that the generator battery was ok out of box, and it appears that at some point during surgery the device was compromised, most likely due to contact with electromagnetic induction (emi) or electrostatic discharge (esd) transients leading to premature battery depletion. This condition results from the use of electrocautery during surgery or an electrostatic discharge imparted to the generator through the torque wrench. The facility has not returned the explanted product to date; and therefore, product analysis cannot be completed on the explanted product.